Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Complaints of paravalvular leak with hemolytic anemia have been previously investigated by edwards and documented in investigation details. In this case, the valve was initially deployed with additional 1ml more than nominal volume. At hospital discharge, the patient developed paravalvular leak (pvl) and hemolytic anemia. A post-dilation was subsequently performed with additional 1ml more than nominal volume. It is possible that the thv was under-expanded during the initial deployment due to inadequate inflation deployment technique (i.e. Inflation device prep, inflation device use, and valve deployment holding time, etc.), leading to inadequate sealing against the native annulus and resulting in paravalvular leakage, as reported. Based on available information, there was no evidence or indication of frame recoil occurred. The pvl was most likely associated with an under expanded valve. As such, available information suggests that procedural factors (under expanded thv) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our japan affiliate approximately one month after a transfemoral transcatheter aortic valve replacement (tavr) with a 20mm sapien 3 ultra resilia valve, moderate paravalvular leak (pvl) was observed, and the reported noted recoil was the perceived root cause. The valve had been implanted at aortic annular area 336 mm2 with 1.0 ml more than nominal volume and post dilation was performed with the same volume. There was no pvl seen at the time of implant. The implant position was 10:0. By the time of discharge the degree of pvl had increased. Following discharge, during follow up, the patient was found to have developed hemolysis, and lactate dehydrogenase (ldh) elevation was up to 1,700 and hemoglobin decline to the 7g/dl range. The patient remained under continued treatment. A balloon aortic valvuloplasty (bav) was performed and the pvl has been resolved. No comorbidities, patient symptoms, or recent pre-intervention echocardiography reports were available.

Manufacturer narrative:
The investigation is ongoing.